Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that he was hospitalized due to high blood glucose. The blood glucose reading was 450 mg/dl. The customer was treated with intravenous insulin and then given back the insulin pump. The customer was wearing the insulin pump at the time of the event. The drive support cap appeared normal and recessed. The insulin exited with a manual prime and no air bubbles or leaks were observed. The insulin looked good and the insertion site was not sore or irritated. Two hours after being released from the hospital, the blood glucose rose to 439 mg/dl the customer was advised to call back with tubing clamps available to continue troubleshooting and perform the high pressure test. The insulin pump was not replaced or returned for analysis.